Manufacturer narrative:
Ruszat, r., seitz, m., wyler, s. F., abe, c., rieken, m., reich, o., gasser, t. C., bachmann, a. (2008). Greenlight laser vaporization of the prostate: single-center experience and long-term results after 500 procedures. European urology 54, 893-901. 10.1016/j.eururo.2008.04.053. Detailed product information was not provided to bsc. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. The device was not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no reported device performance allegation. A labeling review was completed, and the allegations of urinary retention, blood loss, perforation, hematuria, renal insufficiency/failure, dysuria, urinary tract infection, urethral stenosis/stricture, urinary incontinence, sepsis, and scar tissue are listed in the device's instructions for use as known adverse events. A risk review was completed and confirmed that the events of urinary retention, blood loss, perforation, hematuria, renal insufficiency/failure, dysuria, urinary tract infection, urethral stenosis/stricture, urinary incontinence, sepsis, and scar tissue were defined in the risk documentation and have been accounted for during product risk analysis to support acceptable risk benefit for the product. The events of additional surgery, unexpected medical intervention, blood transfusion, and medication required are interventions for the primary harms or outcomes. The reported adverse events are known and documented in device's labeling and risk documentation. However, the information available is insufficient to determine the cause of the reported events; the most probable cause cannot be conclusively established due to lack of evidence. Based on the analysis findings, an investigation conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported to boston scientific via an article published in the european urology journal, that a study was conducted to evaluate the long-term efficacy and complication rate of patients that underwent photoselective vaporization of the prostate (pvp) to treat benign prostatic hyperplasia (bph) using the 80-w greenlight system. A total of 500 consecutive patients with lower urinary tract symptoms (luts) secondary to bph underwent pvp between september 2002 and april 2007. Out of the patients who underwent pvp, 225 were under ongoing oral anticoagulation prior to the procedure. Follow-up post procedure was done at 1-, 3-, 6-, and 12-months and annually thereafter. There were a number of patients who did not present for follow-up examination included 31 patients who died during follow-up, 35 patients who were satisfied and refused regular follow-up, and 48 patients who were lost to follow-up. Intraoperatively, there were 8 patients that had an early fiber defect which led to a switch to transurethral resection of the prostate (turp). Perioperatively, 55 patients had urinary retention after catheter removal. Complications were categorized into intraoperative complications, early postoperative complications (within the first 30 days), and complications occurring during further follow-up. Intraoperative complications included 18 patients experiencing bleeding which led to an impairment of visibility during the procedure without any consequences for the patient. 7 patients were bleeding from large capsular veins which was not controllable with the coagulation mode of the laser system; therefore, it was necessary to switch to transurethral resection of the prostate (turp). 27 patients with large prostates required a second fiber to attain sufficient deobstruction of the prostatic cavity. Additionally, 1 patient had a capsule perforation. Early postoperative complications included 49 patients who received postoperative bladder irrigation due to slight hematuria, in which most of the patients were under ongoing oral anticoagulation. Because of significant bleeding, 2 patients with intrinsic coagulation disorders received blood transfusions; both patients needed surgical revision with transurethral electrocoagulation and were substituted with recombinant coagulating factors viii and viia. 3 patients developed acute renal failure on the first postoperative day; 2 of them required transient hemodialysis. All 3 patients recovered kidney function almost completely within a month. 2 patients had urosepsis, 74 patients had dysuria, 12 patients had urge incontinence (transient), and 34 patients had urinary tract infection. In a 60-month follow-up post procedure, 34 had retreatment due to insufficient first vaporization or regrowth of the prostatic tissue. Other long-term complications observed included 18 patients with bladder neck stricture, 22 patients with urethral stricture, and 6 patients with stress urinary incontinence. It had been indicated that the rate of urethral strictures significantly dropped after exchanging the initially used 26f for a 22.5f lasercystoscope. Additionally, an 80-year-old patient with ongoing aspirin medication had persisting hematuria 3 weeks after the operation. In view of a planned vacation, the patient underwent transurethral coagulation; further follow-up was uneventful. This report is regarding the patient complications.